Manufacturer narrative:
A photograph was returned for evaluation. It showed spiros bag adapter with the adapter the adapter tube separated from the male luer at the bond. A spike was shown inserted into the adapter tubing and the spiros was connected to a ch-10 bag spike.

Manufacturer narrative:
The device was discarded.

Event description:
The event involved a customer allegation against bag spike adapter with spiros where the connector of the spike came off and there was minimum of vincristine spillage. This occurred when the staff was removing the empty bag from the drip stand. There was no unprotected chemotherapy exposure. There was no adverse event and no delay in critical therapy.